Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump had not been working and had been turned off for 6 months or more. The device system was used to deliver baclofen. No further information was provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8703w, lot# l42928, implanted: (B)(6) 1997, product type catheter. (B)(4).